Event description:
It was reported that an unknown issue with the device keypad occurred. There was no patient involvement.

Manufacturer narrative:
Correction: g1, g3, g4, g5, g7, h2, h3, h6, h10, h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. A review of the device history record for sn (B)(6) was performed from (B)(6) 2019 to (B)(6) 2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device keypad occurred. There was no patient involvement.